Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. The treatment for the peritonitis was not reported. The cause of the peritonitis is unknown. At the time of this report the patient was recovering from this event. Additional information was requested and is not available. Report 3 of 4

Manufacturer narrative:
(B)(4). Patient hospitalization began between on (B)(6) 2013. A batch review was conducted for potentially associated lot numbers gd894717, gd894873 and gd894949 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).